Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the transmitter had fallen off and that the customer experienced so many problems that neither the customer nor her mother realized that it had come off. The blood glucose reading was 600 mg/dl. Advised replacement of the device. Nothing further reported.